Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the returned device was examined and the complaint condition was able to be replicated as the locking mechanism was found to slip when force was applied. Upon further inspection, the locking mechanism, which interacts with the ratchet, was found to be worn. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The reduction forceps with serrated jaw - large are noted in the pediatric lcp plate system intended for osteotomies and fracture fixation of the proximal and distal femur and the minimally invasive osteotomy (mio) system. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of the device. No definitive root cause for this complaint was able to be determined; however, the failure mode is consistent with wear of a multiuse device, which is over 12 years old. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient dob and weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the lot # 4807033, supplier lot # 5004442. Manufacturing location: (B)(4), manufacturing date: (B)(4) 2004. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) surgery of upper right humerus on (B)(6) 2016. The reduction forceps would not lock. Surgeon pushed the lever into the locking position and it would not maintain reduction and kept sliding. Surgeon used reduction forceps with speed lock from the set and completed the surgery. Surgery was completed successfully with no harm to patient, no surgical delay and no other medical intervention required. Patient status reported as stable. This complaint involves 1 device. This report is 1 of 1 for (B)(4).